Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis, and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer received an insulin flow blocked alarm. The user stated the insulin flow blocked alarm does not occur all the time. During troubleshooting, customer states the insulin did not exit during the cannula fill. Customer was then advised to run the load reservoir step with an empty pump until piston reaches end of travel. Pump did not alarm with no reservoir detected. The customer did not receive load reservoir complete message. Blood glucose level at the time of the incident was 296 mg/dl. It is unknown if auto mode was active at the time of the call. No harm requiring medical intervention was reported. The pump will be returned for analysis.